Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 months and 16 days after the dental implant was installed in intraoral region 3#, its non- osseointegration was observed. Moreover, 20n.cm of primary stability was achieved, the patient presented bone type iii, fenestration has occurred, bone graft was placed and immediate implant procedure was performed.